Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During procedure, the patient's right atrial (ra) lead was noted to have an intermittent capture. The physician elected to cap and replace the ra lead on (B)(6) 2024. The patient was in stable condition throughout.